Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the scissors on the monopolar curved scissors instrument was not responding. A new instrument was used. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of scissor not responding. The instrument passed an ipt friction test. Failure analysis investigation found the pad printing to be removed from the instrument's tube extension. A small piece of pad printing was removed from the distal end of the tube extension. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. In addition, the instrument's main tube was also cracked. The tube had a small fissure in the axial direction. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage found during failure analysis if to recur could cause or contribute to an adverse event.